Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4). According to the a conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2016 the patient was admitted in emergency with an acute complicated type b thoracic aorta dissection. Reportedly, the patient had a chest/back pain. Computed tomography angiography (cta) showed that the maximum diameter of the aortic aneurysm/lesion was 39mm. On (b)(+) 2016, the patient underwent endovascular procedure and a conformable gore® tag® thoracic endoprosthesis (tge373720/15432103) was implanted to treat a type b dissection. The device was implanted in the zone 3. The patient tolerated the procedure without any complications. On (B)(6) 2016, CT showed that the maximum diameter of the aortic aneurysm/lesion was 39mm. On (B)(6) 2017, a proximal type I was determined. The patient underwent endovascular procedure using a conformable gore® tag® thoracic endoprosthesis (tge373720/ 14273126) as a proximal extension. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2018, CT showed that the maximum diameter of the aortic aneurysm/lesion was 37mm.